Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the system was removed. No additional information was reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type lead product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a representative (rep) regarding a patient. The rep stated that they were made aware of the issue on march 17th by the patient. When asked to clarify the system removal, the rep stated that the issue was unknown. The cause, and actions/interventions that were taken were also stated to be unknown. The rep stated that they "believe the issue is resolved". The status of the device was unknown. When asked if the information was confirmed by a physican, the rep stated that "all they can confirm is that there was an infection on the patients back and that the entire system was removed." Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt reported surgical removal of the implant and leads due to lack of effective stimulation and extreme pain. Pt stated transport by ambulance on february 18 due to inability to walk and reported attempts with multiple groups and settings without relief. Pt stated that the trial device was effective, but the permanent device never provided relief. Pt reported a three week hospital admission followed by four weeks of rehabilitation. Agent provided guidelines on proper device disposal.